Event description:
The customer reported 3 false positive results with the ID now covid-19 assay (different lot numbers). This MFR. Addresses lot number 1 of 2. No additional information, including patient treatment and outcome have been provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is complete a supplemental report will be provided. (B)(6). Reference MFR. Report: 1221359-2021-01529.

Manufacturer narrative:
Additional information: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1019846 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1019846, test base part number 190-430 / lot: 1019846. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1019846 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue however a possible assignable root cause is sample interference or cross contamination.